Manufacturer narrative:
Internal reference: (B)(4). Neometrics guidewire was being used with phoenix atherectomy device. Neither device was returned to volcano corporation as they were discarded by the hospital. No further device evaluation could be performed. Volcano corporation will notify neometrics of device failure.

Event description:
During atherectomy procedure over an extra support medium tip neometrics guidewire, the physician noted excessive friction between the guidewire and catheter. Atherectomy was successfully completed and brisk flow was restored to the patient 's distal vessel. However, upon removal, the distal tip of the guidewire which is approximately 2-3mm in length broke off and was left in inside the patient. No patient injury was reported.